Event description:
Patients generator and lead were explanted. The explanted products have not been received by the manufacturer to date.

Event description:
The explanted lead and generator were noted to have been discarded by the explant facility.

Event description:
Patient presented with vocal cord paralysis. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. No other relevant information has been received to date.